Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported a patient that was unable to see to read following an intraocular lens (iol) implant procedure. The result was less myopic than targeted. The lens was exchanged.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was provided that the lens did not give anticipated affectivity.